Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trends of the reported issue were identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone(B)(6).

Event description:
Walgreens sars otc consumer reported small drop of blood on swab x1--tss provided guidance.